Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the terminal segment of the lead was returned severed at 28.5 cm from the terminal pin. Resistance testing was performed and found the returned segment was electrically continuous. Insulation abrasion was observed through to the outer coils approximately 3-4 cm from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported noise and oversensing is likely the result of the lead damage observed by the laboratory.

Event description:
Guidant received information that noise was observed on the sensing channel of this transvenous defibrillation lead and on this transvenous atrial lead resulting in a number of inappropriate atrial tachy response (atr) and non-sustained ventricular tachycardia (nsvt) episodes. Lead impedance measurements on both leads remain within normal limits. The noise could be reproduced through isometrics, but did not result in inappropriate shocks or pacing inhibition. A guidant technical services (ts) consultant discussed possible sources for the noise, including insulation degradation. Further evaluation was recommended. To date, there have been no reported patient symptoms associated with this clinical observation. Both leads were later returned without allegation following the patient's passing.